Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's additional investigation of the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image failure was caused by an abnormality in the output signal due to poor conductivity at the distal end. However, a definitive root cause could not be determined. The inspection method for the suggested event is described as follows in the operation manual chapter 3 "preparation and inspection" 3.8 "inspection of the endoscopic system in the operation manual" "inspection of the endoscopic image" 1 observe the palm of your hand using the wli and nbi endoscopic images. 2 confirm that light is output from the distal end of the endoscope. 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's follow up investigation of the subject device. Upon further analysis, it was found that the reported event was not reproduced when the connector was replaced with a temporary connector. It can therefore be concluded that a failure in the circuit board for image processing built into the connector was the cause of the ¿no image¿. Since there are multiple scratches on the scope connector cover, as if it had been bumped, it is likely the circuit board failed due to an external stress such as shock. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope image had disappeared. The issue was found during preparation for use of a therapeutic bronchoscopy. The procedure was completed without delay, using a similar device. There were no reports of patient harm.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, the customer's complaint was confirmed. The image was not displayed due to damage of the scope connector. Based on the results of the investigation, stress from use, external factors, or handling caused damage to the scope connector and resulted in the image disappearance. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection,¿ do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide.¿ if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ in addition, the following non-reportable malfunctions were found during the device evaluation: there was no electrical continuity due to damage on distal end. The adhesive on the bending section cover (a-rubber) was chipped. The scope connector was scratched. The scope cover (sc) was scratched and deformed. The bending angle in the up direction did not meet the standard value due to wear of the angle wire. The universal cord was scratched, dented and wrinkled. The insertion tube, switch box and angulation lever, up down (ud) plate, control unit were scratched. Lastly, the light guide (lg) cover glass was corroded. Olympus will continue to monitor field performance for this device.